Event description:
Additional information was received from the consumer. It was reported that the patient was on a rough boat ride and the implantable neurostimulator (ins) was bulging out. The patient manually manipulated it to sit flat and the ins was no longer shifting or turning on its side. It was noted that the patient had discomfort, pain in her ribs and she could not always sync with the ins. It was confirmed that her ribs were not broken.

Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported the patient was in a boat too long and a lead shifted. The patient was able to manually manipulate the lead back into place and it had been fine since. No patient symptoms were reported regarding this event. If additional information is received, a follow-up report will be sent.